Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in fair condition with scratched screen and damaged housing. Event history log review was performed and found no evidence of reported problem. According to the investigation, the moment the device was powered up the device started double beeping. The investigation reported that the reported problem was caused by the pump faulty downstream sensor. Replace scratched screen. Investigation replaced the pump downstream sensor. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beep for no cassette and had a screen damage. No patient was involved in this event. No adverse effects were reported.